Event description:
A distributor in ireland reported that a pump had a malfunction where the screen would not turn on, and the red led flashed every 30 seconds while the device beeped and vibrated every three minutes. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy. The customer was guided to put the pump into storage mode before returning it using a pre-paid label, and a replacement pump was arranged for shipping.